Event description:
It was reported that fem stem implanted approximately two years ago. The patient had hip pain since the time of implantation. Dr determined that the acetabular shell was the problem. There was no evidence of bone ingrowth or ongrowth on the durom shell. Dr reimplanted a trilogy shell.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.